Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced weakness in his right leg after undergoing his scs system implant procedure. The patient is able to lift his leg but is unable to ambulate due the weakness. The patient has been prescribed steroids. Follow up information identified the patient was discharged from the hospital and the leg weakness is improving and is undergoing rehabilitation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is doing good. The patient continues some therapy and the leg weakness has improved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient ambulating with a walker. He has regained approximately 40% of his leg strength thus far and he is receiving physical therapy. He is receiving effective stimulation from his scs system.